Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that act button required multiple press to respond. Customer's blood glucose level was unknown at the time of incident. The customer also stated that insulin pump sometimes rejected new batteries, and the reservoir was loose. The insulin pump will not be returned for analysis.